Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's ceramic sleeve to be broken. A small fragment of the ceramic sleeve remained at the tip of the instrument. The broken fragments were not returned with the instrument. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: a few pieces of the ceramic sleeve allegedly came off into the patient and the fragments were retrieved. Isi contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the pieces were retrieved using a laparoscopic grasper and graptor. The pieces were removed during the same procedure. It was unknown if an x-ray or ultrasound was performed afterwards and the patient didn't suffer any injuries as a result of this instrument's malfunction.

Event description:
It was reported that during a da vinci low anterior resection surgical procedure, the surgeon was controlling the graptor instrument with his left hand (patient side manipulator) arm number three (psm3), and the permanent cautery hook instrument with his right hand. As the surgeon was moving tissue with the instrument, the permanent cautery hook instrument got the hook inside one of the smallest hole closest to the end of the jaw on the graptor instrument. As the surgeon attempted to unhook the instrument, he observed that pieces of the permanent cautery hook instrument had fallen inside the patient. Four pieces of the brown part (right after the metal hook and before the orange part) of the permanent cautery hook instrument fell inside the patient and the pieces were retrieved during the same procedure. The suction irrigator instrument was installed on psm2; the surgeon replaced the permanent cautery instrument and used the same graptor instrument to complete the procedure. There was no patient harm, adverse outcome or injury reported.